Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized with high blood glucose of above 500mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 512mg/dl at the time of the call. The product will not be returned for analysis.